Manufacturer narrative:
Exact date unknown, event occurred several months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16958897/17005326.

Event description:
It was reported that the patient experienced an increased pain and inadequate stimulation. All components were explanted and were not returned.